Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal procedure right hemicolectomy, when dividing the descending colon, the device was detac hed from the handle on initial firing of the device. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The plastic housing of the anvil side of the stapler was disengaged from the anvil. The loading unit was received fully fired with the interlock was engaged. The knife blade displayed no damage. The handle was reattached to the stapler and the sulu was reset. The sulu and instrument were applied to test media with acceptable results. The knife cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.